Event description:
It was reported that the patient previously had an artificial urinary sphincter (aus) explanted due to an erosion. A new aus cuff, pump, and balloon were implanted on (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.